Manufacturer narrative:
Method code 4110: lens work order search completed. No additional similar complaint type events within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgical staff had difficulty opening the icl lens vial during surgery. There was only one vial involved and there was no injury to the surgical staff. The lens was implanted. The product will not be returned. The problem was resolved with additional training performed by the sales rep. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).